Event description:
Reporter states in several meter to healthcare professional meter blood glucose tests the results were always 132 and 235 mg/dl respectively. Reporter's teststrips were expired and meter had not been cleaned. Reporter used new teststrips and blood glucose result of 234 mg/dl was obtained.